Event description:
The pt reported a waste bag pressure high alarm occurred toward the end of a routine hemodialysis treatment, due to a line that was pinched. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 190cc. The pt's standard arenesp dose and iron dose were increased due to a decrease in hemoglobin. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss was due to clotting in the extra corporeal blood circuit following alarms that were not resolved promptly. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions and instructs to rinseback the pt's blood if alarms cannot be resolved promptly. There is no evidence of a device malfunction. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.